Event description:
The customer reports that the packaging is too thin, consequently the swg is insufficiently protected during storage and is exposed to kinds. When the packaging is opened, the swg is kinked at 3cm of the distal tip, so it is unusable. The patient needed to be re-punctured.

Manufacturer narrative:
(B)(4).